Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump displayed an unspecified message, and did not deliver a correction bolus after being requested. Customer¿s blood glucose level ranged from 250-350 mg/dl. Reportedly, customer was able to override pump and deliver a correction bolus. Customer was unable to provide additional details regarding the reported issue.